Event description:
The customer called to report repeated failed battery test alarms on the insulin pump. The reported blood glucose reading at the time of the call was 468 mg/dl. Troubleshooting was performed and the alarms continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to component on liquid crystal display puncturing through the isolation tape and making contact to the battery tube's positive side. Unable to verify the failed battery test alarms due to the blank display anomaly.